Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A caregiver reported a high scan of 187 mg/dl was received on the sensor when compared to a built-in meter result of 90 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No symptoms were reported however, the customer had contact with healthcare professional who provided "gli instan" (instant glucose) for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.